Manufacturer narrative:
Correction to h11: system level testing was performed on the companion samples which included analysis at various points throughout the prime, pump calibration, and direct entry processes. The issue of bubbles was not verified during prime and verify, ui flush or after the pump calibration process. Bubbles were detected during the direct entry compounding cycle on port 5 valve body cavity 2. The reported condition was verified on the companion samples. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between august 24-25, 2025. H11: the actual device was not available; however, companion samples were received for evaluation. A visual inspection was performed to the companion samples received using the naked eye, and no visual defect was found. Two randomly selected companion samples were functionally testing, and no issues were observed or encountered during testing. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) em2400 valve sets had bubbles through port 5. The issue was noticed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 24 - 25, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.